Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid (not obstructed) was observed in the distal conductor, in the outer tubing overlay, and in the lobes. Electrical testing to determine continuity of the conductor(s) passed. The outer tubing was kinked at 15.5 and 17 centimeters; implant damage was noted. Primary analysis findings: no anomalies found.

Event description:
It was reported, the lead was attempted for implantation; however, the lead was unable to be positioned. Consequently, this lead was removed. No patient complications have been reported as a result of this event.